Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
According to procedure, we submit all deviations found at the end of the batch. All abnormalities were found during packaging, i.e. Before use. There are no patients involved. The first report dates (B)(6) 2024 and the last from (B)(6) 2024. 1 syringe leaves a large particle at the syringe tip. This is absolutely undesirable. Staxs complaint refs: (B)(4). Article code: 301035 50ml ll bns. Batch: 3065193. Big piece of something near tip: 1. Ink rings: 342. Scale marking: 7. Embedded matter: 100. Visible silicon: 4. Damaged syringe: 3. Our operators in the cleanroom have rejected about 562 syringes for ink dots. After inspection, these are too light to reject, but I do report it here. We will destroy them. All samples are available and can be picked up at the following address: (B)(6).

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there were multiple defects in syringes received. To aid in the investigation, twenty-two samples bulked packaged in six plastic bags were received for evaluation by our quality team. Each bag had the number of units and the type of defect reported. A visual inspection was performed. For the foreign matter at the tip, there is a piece of degraded resin in the luer. Six samples have embedded degraded resin in a plunger rod rib. Two samples have embedded degraded resin in the syringe barrel. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. Two samples had an ink ring 1/2" from the syringe barrel flange. Four sample had a syringe barrel scale marking that was missing some of the lines. The scale marking defect could occur if there was a jam during the syringe barrel printing process. Two syringes have a plunger rod rib damaged, and one other sample had the syringe barrel damaged. These defects could occur if there was a jam during the assembly processes. The remaining four samples marked for visible silicone had no defects or imperfections observed. A device history record review was completed for provided material number 301035, lot 3065193. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptoms reported by the customer, except silicone visible, are confirmed.

Event description:
No additional information received. According to procedure, we submit all deviations found at the end of the batch. All abnormalities were found during packaging, i.e. Before use. There are no patients involved. The first report dates from 27-02-2024 and the last from 22-03-2024. 1 syringe leaves a large particle at the syringe tip. This is absolutely undesirable. Staxs complaint refs: (B)(4). Article code: 301035 50ml ll bns batch: 3065193 big piece of something near tip: 1 ink rings: 342 scale marking: 7 embedded matter: 100 visible silicon: 4 damaged syringe: 3 our operators in the cleanroom have rejected about 562 syringes for ink dots. After inspection, these are too light to reject, but I do report it here. We will destroy them. All samples are available and can be picked up at the following address: (B)(6).